Event description:
It was reported that on (B)(6) 2024, the patient underwent an orif surgery for a femoral trochanteric fracture. The preoperative measurement, the diameter of the medullary cavity was about 13 mm, so the 11 mm diameter nail in question was inserted. However, the patient was small and had a strong lordosis, making it difficult to insert the nail. The nail was able to be inserted, but it was inserted so tightly that the distal bone fragment moved with it when the insertion device was manipulated. Finally, the 11 mm diameter nail was removed and replaced with a 9 mm diameter nail. The surgery was completed successfully within 30 minutes delay. The patient was reported as stable. This report involves one (1) pfna-ii ã¸11 xs 130â° l170 tan. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Part # 472.106s lot # 9399733 manufacturing site: werk bettlach release to warehouse date: 09 march 2015 expiration date: n/a supplier: - n/a a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.